Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a mx40 1.4 ghz smart hopping indicating that the ECG wave, specifically, the asystole wave is inaccurate, even after trying new leads. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Analysis was performed at the philips authorized repair facility; however, they were unable to fully test the ECG wave on the piic station as the device was not able to connect properly. The results of the analysis were inconclusive. The product malfunction related to inaccurate ECG waves was unable to be confirmed because the repair facility was not able to connect the device. The cause was not established; however, multiple parts/boards were replaced to resolve the issue and to bring the device back up to standards. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.